Event description:
The article, 'impact of immunosuppressive drugs on patients with percutaneous left atrial appendage occlusion", was reviewed. The article presented a retrospective, single center study to investigate the perioperative and long-term outcomes of percutaneous left atrial appendage closure (laac) in patients receiving chronic immunosuppressive therapy (ims). Devices included watchman 2.5, watchman flx, and amulet. The article concluded that successful laac in patients on ims was achieved without increasing perioperative complications. Patients on chronic ims did have an increased occurrence of systemic infections during long-term follow-up. The presence of ims use was negatively associated with peri-device leak (pdl) improvement during follow-up. [The primary and corresponding author was arvindh kanagasundram, cardiovascular division, department of medicine, vanderbilt university medical center, nashville, tennessee, USA, with corresponding email: arvindh.n.kanagasundram@vumc.org] the time frame of the study was from november 2017 to march 2023. A total of 1172 patients were included in the study, of which 200 (19.1%) received an abbott device. The average age was 78.4 years and the majority gender was male. Comorbidities included smoking, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, coronary artery disease, cardiomyopathy, cancer, atrial fibrillation (paroxysmal, persistent, longstanding), atrial flutter, prior ablation, prior stroke, hemorrhagic stroke, and bleeding.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, coronary artery disease, cardiomyopathy, cancer, atrial fibrillation (paroxysmal, persistent, longstanding), atrial flutter, prior ablation, prior stroke, hemorrhagic stroke, and bleeding. Complications reported included surgical intervention (thoracotomy), unexpected medical intervention (pericardiocentesis), hospitalization, cardiac tamponade, pericardial effusion, stroke, heart failure, bleeding, thrombus, infection, endocarditis, and residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: impact of immunosuppressive drugs on patients with percutaneous left atrial appendage occlusion.